Manufacturer narrative:
Patient identifier - requested, not yet provided. Age & date of birth - requested, not yet provided. Sex - requested, requested, not yet provided. Weight - requested, not yet provided. Ethnicity - requested, not yet provided. Race - requested, not yet provided. Date of event: unknown. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown part/lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Establishment name: bedfordshire vascular centre, bedford general hospital. Device manufacture date - unknown due to unknown part/lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product code/lot# combination number was unknown, which prevented a meaningful review of the device history record and complaint files.

Event description:
Per literature review: the article entitled, percutaneous vascular closure using an anchored collagen plug provides effective haemostasis following both antegrade and retrograde femoral arterial punctures, 1078-5884, 2014 european society for vascular surgery, published by eslevier ltd. One incident of post-treatment groin pain associated with a retrograde deployment of an unknown angio-seal vip device. The article stated that the patient's pain was managed conservatively with adequate symptom relief. The article did not specify what type treatment the patient was given. The patient is stable. The patient was problem-free at routine follow-up at the vascular surgical outpatient clinic.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.